Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. The physician opened the device pocket with the intention of explanting the device system but determined that the infection had not migrated to the pocket. There were no allegations against the device. There were no additional adverse patient effects reported. The pacemaker remains in service.